Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. Customer replaced insulin pump's batteries and would not turn back on. Blood glucose level at the time of the incident was unknown. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now in less than 10 hours. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.